Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging she was unable to test because her onetouch ultra2 meter was in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue occurred on (B)(6) 2014 at 4:30pm. The patient reported using self adjusting insulin to manage her diabetes. The patient reported making no changes to her usual diabetes management routine on the day of the alleged issue. The patient reported at the same time as the alleged issue occurring, she became shaky. The patient did not report receiving any treatment in response to the alleged issue. At the time of troubleshooting, the cca was unable to resolve the alleged issue with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.